Manufacturer narrative:
The reported event could be confirmed since x-ray images were provided and shows loosening of the tibial component. Upon further investigation of the x-ray images by healthcare professionals the following was observed: radiolucence around the component without larger visible cysts, but some condensed zones at the angles of the implant. Suggests loosening. There is no migration visible.¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that one of the pegs on the talar dome broke. There is no intervention planned at this time. Additionally, during x-ray review it was found that there was radiolucence around the tibial component without larger visible cysts, but some condensed zones at the angles of the implant. Suggests loosening. There is no migration visible.